Event description:
Caller reported a bard mesh was implanted to treat his hernia (B)(6) 2014. Six months later he started to experience intermittent pain. Caller went to the doctor 3 months ago and was told the hernia subsided, continues to experience pain.